Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The over-sensed noise resulted in inappropriate mode switching. The patient was asymptomatic. All other electrical measurements were normal. No intervention was performed. The patient would continue to be monitored.